Event description:
It was reported that the patient received inappropriate atp and high therapy due to at/af with rapid ventricular response. The device was reprogrammed and the patient was admitted to the hospital overnight and given medications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.